Event description:
It was reported the customer received a no delivery alarm during a manual prime. The customer's blood glucose was 369 mg/dl. Troubleshooting found insulin was able to exit with a push plunger. It was also found insulin pump did not alarm no delivery with a manual prime. The customer also stated they were able to resolve the alarm with an infusion set change in the past. Customer will be returning their reservoir. No additional information provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.